Event description:
It was reported by the patient's mother that he has been vomiting during his general tonic-clonic seizures since having the vns programmed on. The vomiting does not occur with stimulation. Diagnostics on the date of implant were within normal limits indicating the vns was working as intended. The device history record for the generator was reviewed and it was noted the device passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clarification was received that the patient was vomiting after the seizure ends and not during the seizure itself. The treating physician did not believe there was a high aspiration risk during the seizure. However, information was received that suggesting conflicting medical assessments from different providers on when the patient vomits relative to his seizures. No additional pertinent information has been received to date.

Event description:
The treating physician indicated that patient's vomiting did not correlate with the timing of his recent vns adjustments. The patient did not have additional recurrence of vomiting since his seizures during the month prior to the clinic visit. The physician reported that the patient otherwise had not experienced new gastrointestinal symptoms or any nausea or vomiting during or after his seizures, indicating that the vomiting had resolved. The physician did not believe the patient's vomiting was related to vns. No additional relevant information has been received to date.